Event description:
A customer reported encountering an incident where their epiq 7c ultrasound system became unresponsive during a mitra clip heart valve procedure. The system was restarted to successfully complete the procedure. The patient was not harmed as a result of the issue.

Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team was unable to reproduce the issue and the root cause of the reported event could not be determined. This issue has not recurred at the customer site. If the issue recurs, another complaint record will be generated to further investigate the problem.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow-up report upon its completion.

Event description:
A customer reported encountering an incident where their epiq 7c ultrasound system became unresponsive during a mitra clip heart valve procedure. The system was restarted to successfully complete the procedure. The patient was not harmed as a result of the issue.